Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the device failed operation therapy delivery. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a therapy capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.